Manufacturer narrative:
The pump was received with a cracked and bleeding lcd due to physical damage to the lcd glass. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the low battery alarm due to a cracked and bleeding lcd glass. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen had been broken for 6 months and was still useable. The customer was unsure if they bumped into something or sat on it but they went to bolus and 1/3 of the screen was blacked out, making it difficult for the customer to see. There was a purple to black color covering the screen and it would stay like that even if the battery was taken out. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.